Event description:
It was reported that upon installing, the cardiosave intra-aortic balloon pump (iabp) units executive processor chip kit, the system hours on the device receiving said part default to 0. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that upon installing, the cardiosave intra-aortic balloon pump (iabp) units executive processor chip kit, the system hours on the device receiving said part default to 0.

Event description:
N/a.

Manufacturer narrative:
A getinge fse dispatched to the site. There was no service order was not attached. The issue was resolved by documenting old hours to properly track part hour usage.